Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they interstim device was removed (B)(6) 2016 since they had never had therapeutic effect since implant on (B)(6) 2014.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they are getting poor communication with and without the antenna on their patient programmer, they do not feel stimulation and had a return of symptoms. It was recommended that the patient follow up with their healthcare provider to determine if the implantable neurostimulator (ins) battery was okay and if so, then to request a new programmer. Follow up on (B)(6) 2016, from the patient, reported the issue was not yet resolved, and they had an appointment with their hcp. Follow up on (B)(6) 2016 from the hcp, reported they attempted to interrogate and had no response. The hcp was unsure of the cause and noted that the patient had a 40lb weight gain since implant and the "ipe" no longer palpable. The issue has not been resolved and the hcp said they will undergo surgical revision. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.